Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable etoh2 ethanol gen.2 results for one patient tested on a cobas 6000 c (501) module. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same cobas 6000 c (501) module. The patient's initial ethanol result was 10.0 mg/dl with a data flag positive. The patient's repeat ethanol result was 211.9 mg/dl positive. The ethanol reagent lot number was 570099 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer replaced the gear pump and performed system maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.